Event description:
It was reported that this brady lead exhibited undersensing resulting to false termination of anti-tachycardia pacing or atrial fibrillation (af) detection. In addition, the measurement of the threshold was at .40 milli volts and the programmed atrial sensitivity was at .30 milli volts. This brady lead remains in service. No additional adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.